Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324pslc-1 was received for investigation. Visual inspection identified damage (warping) to the distal threads of the peek anchor. Additionally, the suture at the distal tip was noticeably frayed. No cracks/breakage was observed along the anchor, although remnants of contaminant tissue were observed within the threads. The cause remains undetermined, however, it was noted that the method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery while implanting the anchor the thread got damaged and something broke off. The surgeon was able to retrieve everything out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.